Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called the vad coordinator and reported that he heard a bleep as the new batteries were connected. At the same moment he had the feeling that the pump had stopped with no audible sound. It was stated that the log file analysis revealed controller power up at 17:10. No consequences or impact on patient reported. No further information available.

Manufacturer narrative:
The reported event of a controller power-up of con190352 was confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Alarm files did not reveal any alarms were logged around the event date of (B)(6) 2016. A controller power-up event was logged on (B)(6) 2016 at 17:10:50 with a corresponding motor start event logged at 17:10:55. The last data entry logged before the controller power-up event shows that at 17:06:09 con190352 was connected to bat205869 and bat206728 with 93% and 97% remaining charge, respectively. The following data entry occurred at 17:25:49 and shows that the controller was connected to bat205869 and bat206728 at 92% and 93% remaining charge, respectively. Controller power-up events indicate that both external power sources were temporarily disconnected from the controller, causing the controller to shut off. Reconnecting the controller to an external power source will record a controller power-up event in the logs. The following motor start event shows that the controller was able to successfully start the pump. Additionally, log file analysis revealed a premature switching event. Con190352, bat206728, and bat206752 were in use during this switching event. This premature switching event is most likely due to communication anomalies between battery and controller or normal patient usage behavior. According to the available event logs, con190352 did not receive an smr upgrade. Analysis of the device could not be performed since the device was not returned for evaluation. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported controller power-up event can be attributed to a disconnection of both external power supplies from the controller followed by a reconnection of the controller to external power. The most likely root cause of the reported no sound event could not be determined as the device was not returned for evaluation. The manufacturer has an open internal investigation to evaluate the communication anomalies between the controller and the batteries heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.